Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the sheath was successfully activated without any difficulty and no bending of cannula was encountered during simulation. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Moreover, we have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. This report is for the second device used on the patient; see MDR no. 3003902955-2019-00026 for the first device reported on the same patient. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a health care provider (hcp) was administering two injections hep a-vaccine. The hcp performed the injection with the first needle, then activated the safety against the side of the mattress. The hcp, then attempted to remove the needle, and got stuck with the needle that had been bent through the safety guard. The hcp then applied a second needle to administer the second vaccine and that needle also bent during same activation against mattress, however this did not result in a needle stick. The patient received the injections as intended. The hcp was referred to the ER for bbp testing per facility protocol. The hcp has since returned to work.